Event description:
A 52 year old female was admitted for a pacemaker system revision. The pacemaker system revision was due to end of life of her generator and chronically elevated pacing thresholds. The atrial and ventrical leads were also explanted.